Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-mar-2023 . H6: investigation summary: three sample model mp5303-c, was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The needleless connectors were attached to a 10 ml bd syringe filled with water. Two samples lot 22089414 were unable to be flushed the customer complaint that the set would not prime was able to be replicated for two of the three samples. A device history record review for model mp5303-c lot number 22089430 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the priming process. The following information was provided by the initial reporter: "procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems... The 1st time was not reported, and product was not saved."

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the priming process. The following information was provided by the initial reporter: "procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems... The 1st time was not reported, and product was not saved."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.